Event description:
It was reported that when the bi-plane was moved into the field the angle changed to 5 degree without pt movement. The user left bi-plane in the field and upon acceptance the location pad reference movement error occurred. By re-establishing a new location angle caused a map shift resulting in the system to be rebooted.

Manufacturer narrative:
Application software has been upgraded since this issue was reported. Analysis is still in progress at the moment.